Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the flow rate test, after several attempts all were out of range on the high side 25+ ml" was not reproduced. Evaluation sent the device for flow rate test at a rate of 40 ml/hr , volume to be infused of 40 for 60 mins with a result of 40.796 a +1.99%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the flow rate test, after several attempts all were out of range on the high side 25+ ml occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.